Manufacturer narrative:
(B)(4). The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in reported clinical observations.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was being seen for routine follow up. The local boston scientific field representative reported that the device was unable to be interrogated. Magnet application was unable to elicit tones. The patient's remote home monitoring system indicated that the device was not able to be found by the system. The patient was subsequently seen for a change out procedure where the device was explanted and replaced. The device was returned for analysis. There were no adverse patient effects reported.

Event description:
--